Event description:
It was observed during the device inspection, that the gastrointestinal videoscope air/water channel was contaminated. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following; light cover glass was chipped; light cover glasses adhesive is worn; optical cover glass adhesive was worn; insertion tube was leaking; control body side cover were damaged; switch condition was worn; scope connector had excessive fluid ingress, air/water channel contamination is evident; left angle not to specification; electrical safety test not to specification, and automated air leak test failed. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: d9 and g3 (initial aware date should have been 18-apr-2024) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause was not identified nor the type of material, however based on the results of the investigation, the probable cause of the "crystallized contamination, simethicone type product in the air/water channel" malfunctions would likely be related to the reprocessing that was not conducted properly due to leakage from the bending section cover (a-rubber). The event can be prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventive measures in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Even though the customer confirmed the reprocessing was confirmed in accordance with the IFU, it remains unknown if there were any deviations from IFU in reprocessing steps for the area foreign material remained. Olympus will continue to monitor field performance for this device.